Event description:
It was reported the annual preventive maintenance leakage test failed. The threshold read higher than was set. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.